Event description:
PICC placed in right 7/7/94. Trimmed and repaired because of leak 7/17/94. On 9/15/94 discovered 'antibiotic odor' when PICC dressing changed. Site wet. Unable to determine where it was leaking. On 9/19 evaluated site, which was clean and dry. No sign of leak. No odor. On 9/27 PICC removed. Site wet; lower arm indurated, and edematous. On 9/27 flushed, removed PICC and discovered PICC leaking at repair site.